Event description:
Additional information was received that the right ventricular (rv) lead continues to exhibit low out of range pacing impedance measurements. It was also noted that there have been multiple episodes of noise that was oversensed resulting in inappropriate ventricular tachycardia (vt) events. The oversensing led to pacing inhibition with varying durations of asystole. The rv lead also exhibited increased threshold measurements. Subsequently a revision procedure was performed where the rv lead was capped and the device was explanted. No additional adverse patient effects were reported.

Event description:
Subsequent information was received indicating that the system continued to exhibit low out of range pacing impedance measurements which was detected through the remote monitoring system. Additional information indicated that the clinic will follow up with the patient; however, no further information is available at this time. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out-of-range (oor) pacing lead impedance measurement. The cause of the oor measurement was not determined but the physician suspects the rv lead is slowly dying. There are no plans for any intervention and the patient has opted to have a possible non-functional rv lead. The rv lead and ctr-d continue to remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).